Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after undergoing a thyroidectomy, the pt required a second operation due to a ruptured blood vessel in the neck. The pt has been released from site care and has recovered.